Event description:
The user facility reported that the disassembled during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. The device may break into small pieces, posing the risk of a small component becoming lost in a surgical site.